Event description:
During a bladder stone removal procedure, the tip of the probe broke off and the unit smoked and stopped functioning. Procedure was abandoned and pt was rescheduled on 6/27. The remaining stones and the probe tip were removed on 6/27/96.